Manufacturer narrative:
The device was not received for analysis, as it has been discarded by the facility; therefore, no physical or visual analysis of the product can be performed. If additional information is received a supplemental report will be filed.

Event description:
Olympus received a voluntary medwatch report (mw5063843) on 08/15/2016 which stated," guidewire loaded into sphincterotome with stiff end first instead of floppy end." Olympus contacted the user facility to obtain additional information and was informed that a patient sustained a perforation in the pancreatic duct after undergoing an endoscopic retrograde cholangiopancreatography (ercp) procedure. The patient was kept in the hospital for an observation, and within 48 hours the patient complained of abdominal pain. A CT scan was then performed and the physician confirmed the perforation. The patient was discharged from the hospital on (B)(6) 2016 but the patient reportedly returned again on (B)(6) 2016 with abdominal pain. The physician was suspecting that the guidewire caused the perforation because of the stiffness issue. The device has been discarded following the procedure. The current condition of the patient is unknown.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode.